Event description:
Article entitled "comparative analysis of the effect of direct anterior approach in the early and late stage of hip arthroplasty" written by jia xiaojun, xu nanwei, zhu ruixia, wang yuji, and zhao gongyin published in the chinese journal of modern operative surgery on (B)(6) 2018 was reviewed. The aim of the study was a retrospective study was conducted to analyze the clinical efficacy in the early and late cases of this surgery and to explore the learning curve of daa. In this study, from october 2016 to november 2017, 106 patients underwent primary hip arthroplasty via direct anterior approach. The prostheses include top cup/lcu femoral prosthesis manufactured by german link company and corail prosthesis manufactured by johnson & johnson USA. Adverse events: one patient in the initial group required blood transfusion after surgery and took iron for patients with iron deficiency anemia before surgery. 2 cases of greater trochanter fracture, 1 case of wire bundling fixation of calcar split fracture, 1 case of tensor fascia lata injury, no obvious symptoms after 1 month. 1 case of lateral femoral cutaneous nerve injury, about 2 months after the lateral thigh skin numbness symptoms relieved.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot ==> a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.